Event description:
Pt was a (B)(6) male with a right internal carotid artery (ica) occlusion. Physician made one pass with a merci retriever v 3.0 firm. Extravasation was confirmed during procedure. Pt had a thrombolysis in cerebral infarction (tici) score of 0 after treatment. A 19.2 mg of tissue plasminogen activator (t-pa) was intravenously administered to the pt. Pt expired one day post procedure. Physician believes that the pt's outcome is attributed to the ischemic stroke. No further info on site of extravasation, its relation to the use of merci device or its cause has been provided.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 3.0 firm device could not be reviewed.